Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The patient experienced elevated blood glucose levels as high as 430 mg/dl for the past three weeks. The patient was unsuccessful at lowering the elevated levels via the infusion device even after changing the device's accessories. No adverse event was reported. The infusion device was requested to be returned for product evaluation.